Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure stent migration occurred. An rx ws permalume 10 x 60 biliary stent was implanted in the proximal common bile duct to treat a benign stricture. A year later, during the scheduled stricture revision, it was noticed that the previously implanted stent had migrated to the duodenum. The stent was removed with rat tooth forceps 5 months later. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device would not be returned to evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.